Event description:
A zoll territory mgr contacted zoll customer support while with a (B)(6) male pt to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. Upon eval the monitor was resetting. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The cause of the monitor not powering on was an intermittent bga connection, which was discovered through the use of a target memory test. The monitor failed the target memory test and produced a segmentation failure. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified by the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The pt received a replacement monitor.